Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient presented to the hospital with cardiogenic shock and acute hypoxic respiratory failure. Reportedly, per communication with clinical liaison, symptoms were suggestive of outflow graft obstruction. The patient was started on dobutamine, dopamine, norepinephrine and phenylephrine infusion. In response to the acute hypoxic respiratory failure, the patient was intubated and placed on mechanical ventilation. The patient was hospitalized and changes were made to medication. The event was reported as ongoing. It was reported that the patient had recently had a couple of admissions with frank pulmonary edema. The aortic valve was not opening even with lvad speeds up to 7500 rpm. Log file review performed by a representative of the manufacturer¿s technical services revealed low flow alarms, with the most recent on (B)(6) 2018 with lvad speed set at 5300 rpms. There were no issues since the lvad speed was increased. The low flow may have been due to low speed setting for this patient. There were no other unusual events seen within the log files.

Event description:
Additional information: it was reported that the cause of the cardiogenic shock and acute hypoxic respiratory failure was determined to be the confirmed outflow graft twist and inability to offload. A ramp echocardiogram revealed increasing lvad speed to 7500 rpm with aortic valve not closing. CT angiogram (cta) showed outflow graft twist at the bend relief connection to the pump. No additional treatment was provided. The patient was reported as listed for transplant as status 2 due to the device malfunction pf the outflow graft twist.

Manufacturer narrative:
Sections b5, d7: additional information. Sections d10, h3: corrected information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
On (B)(6)2019 it was reported that the patient with suspected outflow graft (ofg) twist had been listed as transplant status 2 due to the "device malfunction." The patient was transplanted on (B)(6)2019. It was reported that the healthcare professional believed the patient experienced adverse health consequences due to the performance of the product. The adverse consequences were reported as suspected ofg twist, patient listed as transplant status 2, and transplant.

Manufacturer narrative:
Correction - it was earlier reported that the device was returning for analysis; however, on 17april2019 it was reported that the device would not be returned. Manufacturer's investigation conclusion: eevaluation of the submitted log files confirmed low flow events on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019; however, a direct correlation between this finding, the reported respiratory failure and cardiogenic shock, and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The reported outflow graft twist could not be confirmed through this evaluation; however, the reported twist could have contributed to the low flow hazard alarm if it was present at the time of the event. The controller event log file contains data from (B)(6) 2019 at 17:01:11 through (B)(6) 2019 at 22:30:39. Low flow events were captured on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019, resulting in 5 low flow hazard alarms. Calculated average flow ranged from 2.3-2.4 lpm for these events. No additional low flow events were captured from 23jan at 04:26:12 through the remainder of the file. The stored patient speed and low speed limit were changed multiple times throughout the file; however, the pump speed did not drop below the low speed limit when the stored patient speed was set above the low speed limit. No additional atypical alarms were captured for the duration of the file. The controller periodic and lvad log files were also reviewed. No notable trends in pump parameters were observed and no additional atypical events were captured. The hm3 lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This document also contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.